Event description:
Procedure type: inguinal hernia repair. According to the reporter: the balloon popped. No pt injury was reported. No additional info available at this time.

Manufacturer narrative:
Date initial report sent: 01/16/2009.